Event description:
The patient outcome is survived to explant.

Manufacturer narrative:
B5 additional information was received. D6b explant date was added. The device was discarded.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the left femoral artery in a 70-year-old white male presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's clinical state prior to initiation of support was reported as scai shock stage e. The patient required inotropic support, vasopressors, and respiratory support before and during impella support. Access site best practice recommendations were reported to have been followed following device insertion. After transfer, the patient developed a hematoma at the impella insertion site. The patient was receiving dual antiplatelet therapy and systemic anticoagulation and required management with a massive transfusion protocol and placement of a femstop device. At the time of the event, the impella cp was operating at performance level p-6 with flows of approximately 2.5 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. No device alarms, malfunctions, or performance deviations were reported, and the device was functioning as intended. The reported hematoma is most consistent with an access-related bleeding complication in the setting of large-bore arterial access, dual antiplatelet therapy, systemic anticoagulation, and severe underlying cardiogenic shock. The patient remains on impella support at the time of this report.